Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted for an unknown reason. Additional information has been sought regarding the reason for explant. No additional adverse patient effects were reported.